Event description:
It was reported that the ventricular lead exhibited high capture threshold and an insulation anomaly. The lead was explanted and replaced. Following the event, the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.